Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: hg3rtsm13, implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A pump operability test and catheter x-ray study were performed on (B)(6) 2020; it was reported the catheter was out of the cerebrospinal fluid (csf) cavity. It was indicated catheter replacement occurred. The event was considered recovered as of (B)(6) 2021. The event was considered not causally related to the drug, unknown if related to the surgical procedure, and related to the catheter. The following was reported: "2. Catheter misplacement" "on (B)(6), a puncture catheter was implanted from l3 / 4 under all anesthesia, the previous catheter and pump were removed, and a new pump was placed. In addition, the tip of the catheter was confirmed on (B)(6), and the position of cerebrospinal fluid was also confirmed from the newly placed catheter. An abdominal pump and catheter were connected and placed in the abdomen. The dose of baclofen was 165 ug / day, the same as before procedure. On (B)(6), exacerbation of leg pain associated with exacerbation of leg spasticity was observed. The dose was increased from 165 ug / day to 200 ug / day and followed up. On (B)(6), lower limb spasticity did not improve. On (B)(6), catheter imaging was performed. Cerebrospinal fluid regurgitation was observed, and the contrast medium did not diffuse into the cerebrospinal fluid cavity and stagnated. After that, CT scan was performed, and it was judged that the contrast medium was likely to be present in the subdural arachnoid. On (B)(6), the catheter was reconstructed under general anesthesia. Since the tip of the catheter may cause the same phenomenon in the lower thoracic spinal cord, the tip was placed at the l1 level in consideration of the good responsiveness of baclofen intramedullary injection by lumbar puncture. Furthermore, the presence of the cerebrospinal fluid cavity of the catheter was confirmed using an intraoperative contrast medium. On (B)(6), the spasticity of the lower limbs improved from the day after the procedure. The patient was discharged on (B)(6) after adjusting the dose. On (B)(6) 2021, the dose was 137.6 ug / day, and improvement of lower limb spasticity and recovering of lower limb pain were confirmed. Opinion judgment of the position of the catheter was also presented with the department of radiology of our hospital. If it penetrates the ventral dura mater at the time of puncture and deviates from that part to the epidural, it is considered that it is advancing about 16 cm epidural. As for epidural implantation, it is highly probable that it was implanted in a space where communication with the cerebrospinal fluid cavity was relatively easy, such as the regurgitation of cerebrospinal fluid was obtained. There is no way to confirm the condition of the arachnoid mater in the spinal cord cavity, and further judgment is difficult. Even if cerebrospinal fluid regurgitation is confirmed, it may be implanted in a space different from the intradural arachnoid, and when placing a catheter, avoid invasion of the catheter into the intradural arachnoid due to adhesion of the arachnoid. Therefore, it is necessary to consider contrast enhancement during implantation.".

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: hg3rtsm13, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 150 mcg/day) via an implantable pump for spinocerebellar degeneration. It was reported after implantation of the system on (B)(6) 2020 a post-operative follow-up showed the effect was not stable. It was noted the catheter tip was at th10. The reported adverse event was "suspected epidural placement of ascender catheter." The event was considered serious and resulted in hospitalization or extension of hospitalization stay for treatment of adverse events. On (B)(6) 2020, contrast examination was performed. No abnormalities such as rupture were observed in the catheter. However, as it [therapy] was not effective, it was decided to change the position of the catheter tip and to perform reoperation. On (B)(6) 2020, surgery was performed to change the tip of the catheter to l1, and the clinical course was observed. On (B)(6) 2020, since no effect was obtained, emergency reoperation was considered and consultation with a radiologist was performed. On (B)(6) 2020, no abnormality was found in the catheter even by the radiologist's interpretation. It was judged that the catheter was in the dura mater, so the reoperation was stopped and the patient was placed under monitoring. The attending physician's assessment indicated the catheter was checked for outflow of spinal fluid before replacement and it had sufficient backflow. In addition, the manufacturer's representative confirmed outflow of spinal fluid from the catheter to be newly implanted. From what was seen, it would not be possible to imagine catheter abnormalities such as the catheter being epidural at the time of implantation. "In addition, if the outflow of spinal fluid is obse rved even if the catheter is not placed in the medullary cavity, it may be better to make a contrast examination after placing the pump in the implantation guide. Although the cause of this patient has not been finally investigated, there may be a temperamental problem, so follow-up and close examination will be performed in parallel." It was indicated pump operability test and catheter x-ray study were performed. The outcome of the adverse event was unknown. The event was considered causally related to the drug, and not related to the catheter, pump, programmer, or surgical procedure. Further complications were not reported. Additional information was received. The system was explanted on (B)(6) 2020. Actions or measures that were being considered or planned were reported to be "under follow-up." No additional actions were taken. It was indicated "organic problems" were considered to be the cause of the epidural implantation. Additional information was received. It was unknown if the explanted system would be returned for analysis.

Event description:
Additional information was received. The outcome of the adverse event was unrecovered. The reported "organic problems" were clarified to mean temperamental problems, where temperamental referred to the temperament of the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.